Event description:
The lead was partially explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. The cathode tip remains implanted. Post explant the pt developed hypotension complication by pulmonary edema. The pt was transferred to the recovery room in stable condition.